Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument associated with this complaint and completed investigations the instrument was found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp one was missing from in the clevis. The cable was fully broken. Review of the provided image was consistent with the broken cable allegation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tenaculum forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument wire was broken while gripping the myoma. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 25-nov-2024: there were no issues opening/closing the grips. There were no issues with the left/right and up/down motion of the wrist. There was one cable visibly protruding from the distal end of the instrument. No fragment fell inside of the patient. The instrument was inspected prior to use and there was no damage. The instrument did not collide with any other instrument or tool during the procedure. The instrument is available for return.